Manufacturer narrative:
(B)(4). Evaluation: no parts or recorder strips were returned to the teleflex (B)(4) facility for evaluation. The pump was checked by the (fse) field service engineer and no problem was found. Additional information received from the fse stated that the perfusionist agreed that the pump on button was most likely pressed before the balloon connector was connected. This would cause the pump to operate at 2.5cc's. The pump is operational. The (wws) world wide support service database was reviewed and no recent service was requested since the reported complaint. Conclusion: the reported complaint of "the pump was pumping but the iab was not inflating when it was checked under fluoroscopy" is not confirmed. The operation of the pump was checked by the field service engineer and no problem was found. No parts or recorder strips were returned at teleflex (B)(4) facility for evaluation. The cause of the reported complaint could not be determined.

Event description:
It was reported via a field service report: (B)(4). Symptom: pump sounded like it was pumping but balloon was not inflating when checked under fluoroscopy. Findings/actions taken: checked operation - no problem found. Balloon connector most likely was connected after pump on was pressed causing the pump to operate at 2.5cc's. Fcn level: 1416, software level: 2.24 op - on patient unconfirmed additional information was received 06/02/2015 from the biomed technician the pump was exchanged off the patient. There was no reported harm, complications, injury or death. The patient received iabp therapy successfully.

Event description:
It was reported via a field service report: l608656. Symptom: pump sounded like it was pumping but balloon was not inflating when checked under fluoroscopy. Findings/actions taken: checked operation - no problem found. Balloon connector most likely was connected after pump on was pressed causing the pump to operate at 2.5cc's. Fcn level: 1416, software level: 2.24. Op - on patient unconfirmed. Additional information was received (B)(4) 2015 from the biomed technician the pump was exchanged off the patient. There was no reported harm, complications, injury or death. The patient received iabp therapy successfully.

Manufacturer narrative:
(B)(4).